Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs pro device. The relay nbs pro device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The event occurred in germany.

Event description:
Flush port did not work properly. Saline did not come out of the tip. Device was then discarded and a relay plus with the same dimensions was used instead. Affected device will be collected to be returned for investigation. Patient outcome - "procedure went uneventful. Patient is doing fine."

Event description:
Flush port did not work properly. Saline did not come out of the tip. Device was then discarded and a relay plus with the same dimensions was used instead. Affected device will be collected to be returned for investigation. Patient outcome - "procedure went uneventful. Patient is doing fine."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs pro device. The relay nbs pro device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The event occurred in germany. Please note - since the initial MDR filing, the relay pro thoracic stent-graft system has been approved by the FDA (p200045) on august 5, 2021.